Event description:
A pt reported blood glucose results of "188 mg/dl, 169 mg/dl, and 185 mg/dl" with a lifescan meter, performed within minutes of each other. The difference is less than 20%. The day of their contact with lifescan a comparison of 150 and 104 mg/dl was prformed within 10 minutes of each other. An accuracy brochure and control solution were sent because the pt's control was expired.